Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent undersensing and oversensing of short v-v intervals were noted on the right atrial (ra)  and right ventricular (rv) lead respectively. Both pacing leads remain in use. No patient complications have been reported as a result of this event.